Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the labeling specified the product as a "partially threaded" screw; however, it is alleged that the product inside is a "fully threaded" screw.

Manufacturer narrative:
Two bone screws were returned for evaluation. Dimensional analysis confirms that both screws are partially threaded 45mm x 6.5mm periarticular screws, as labeling indicated. Device history record review of lot 62547248 indicates the devices were manufactured to specifications with no deviations to the standard manufacturing process. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. These devices are used for treatment. The investigation has determined that the device matches the packaging in which it was received. No previous complaints for the product part/lot combination exist. The alleged deficiency cannot be confirmed.